Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with no calcification and moderate tortuosity in proximal left anterior descending (lad) artery. The lesion was pre-dilated with a balloon catheter and then a stent was deployed. The intravascular ultrasound (ivus) imaging catheter was used to image stent placement. No resistance was noted while tracking through the stented region. The ivus catheter confirmed the stent was fully deployed and well apposed. While imaging by manual pullback, the ivus catheter became stuck in the stent. Pushing and pulling the ivus catheter did not solve the problem. The ivus catheter was strongly pulled and was successfully removed. After removal, it was noted that the guidewire exit port was lifted up. The procedure was completed with another ivus catheter. No pt injury was reported and the pt status was reported as "good".

Manufacturer narrative:
(B) (4) stuck in stent.